Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented for a follow-up in clinic. The right atrial lead exhibited atrial noise which led to pacing inhibition and noise reversion. Upon observation, lead abrasion was discovered. The lead was capped and replaced on (B)(6) 2021, and the patient was in stable condition.